Event description:
Star total ankle replacement sliding core mobile bearing was exchanged due to implant fracture after 12 years of implantation.

Manufacturer narrative:
There were no deviations reported in the DHR for part number 400-141, lot 0119013. All released parts were within specification.